Event description:
The physician was attempting to use a sprinter legend device to treat a lesion in the anterior descending exhibiting 75% stenosis. The device was removed from its packaging and inspected prior to use with no issues noted. Negative prep was also performed with no issues noted. It was reported that the device failed to inflate at 16 atm at first inflation, due to balloon burst/leak. The device passed through a previously deployed stent. The patient was treated with another medtronic device to complete the procedure with a satisfactory outcome. No patient injury reported.

Manufacturer narrative:
Product analysis: the distal tip was damaged. The inner was kinked along the balloon working length. Balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. The device was placed in a 37 degree celsius water bath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. A longitudinal tear was located along the working length of the balloon. There was damage to the balloon at the midpoint of the tear.

Manufacturer narrative:
Evaluation results: related to operational context (device inspected and negative prep performed prior to use with no issues noted. Device passed through a previously deployed stent). No results available since no evaluation was performed (device not returned for evaluation). Failure to follow instructions (balloon inflated above rated burst pressure). (Device not returned). Evaluation conclusion: operational context caused or contributed to the event (device inspected and negative prep performed prior to use with no issues noted. Device passed through a previously deployed stent). Failure to follow instructions (balloon inflated above rated burst pressure). Device not returned. (B)(4).